Event description:
Maquet cardiopulmonary ag was notified that during preparation for a coronary artery bypass graft surgery using two heartstring seals, customer was not able to advance the delivery device to the seal. The operation was completed with a new device. No clinical consequence known. There was no injury or death and there was no person claimed to be endangered. This report is for the second seal.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed for the product. There was no non-conformance which could have attributed to this failure mode. (B) (4).